Manufacturer narrative:
E1: initial reporter phone no.: + (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented micro-volume inlet had a hair in the sterile overwrap. This was observed while performing the visual inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in october 2024. H11: the device was received for evaluation. Visual inspection was performed, and dark particulate was identified inside the sealed bag of the spike flange. The reported condition was verified. The cause was inherent to variations of the manufacturing and/or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.